Manufacturer narrative:
(B)(4). Batch # m5484h. Photographic analysis: based on the photos provided no conclusion could be drawn. The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a longo procedure, after the performed longo method, the device did not fully perform the cutting feature. After firing, the top part of the device cut and closed the tissue in a semilunar shape, however the bottom part perform the closing on the lower part of the half of the anvil head but did not perform the cutting. Since the full circle was not shaped, the anvil was removed difficultly. After that, the surgeon had to stitch the patient manually. There were no adverse consequences for the patient.